Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, that the reportable event (lens is peeled) occurred, due to wear and tear damage with customer mishandling and with increasing use/time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, evis exera ii ultrasound gastrovideoscope experienced a leak from the air/water channel. It was unknown when the event took place. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that the acoustic lens was peeled, and there was a missing piece / chip / parts fell on the probe unit. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation of leakage at the folding joint was confirmed. During testing inspection of the returned device, it was found that there were missing pieces, a chip, parts falling on the probe unit, and the acoustic lens was peeled. Additionally, due to wear of the lock engagement lever (fe lever), the up/down (u/d) knob could not be locked securely. Due to a pinhole on the bending section cover (a-rubber), the water tightness was lost. The connecting tube had buckling. The universal cord had buckling. The light guide (lg) lens had a chip. The adhesive around the objective lens had a chip. The scope (s)-cover had discoloration. The air/water (aw)-cylinder had discoloration. The suction cylinder (s-cylinder) had discoloration. The scope (s)-cover plate had peeling. Due to damage on the ultrasonic cable, the number of missing elements exceeded the standard value. Due to damage on ultrasonic cable, displayed ultrasound image is defective and was missing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.